Event description:
Reported via clinical study. It was reported the patient experienced chest pain. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient went to the emergency department with chest pain occurring the night before and the morning of hospitalization. The patient stated they took some nitroglycerin. The patient's troponins were elevated but felt it was related to the closure device implant five (5) days prior. The patient had a cardiac workup in (B)(6) 2025 showing low risk for ischemia. On (B)(6) 2025, a chest x-ray, echocardiogram and an electrocardiogram were performed. The chest pain is believed to be non-cardiac. The outcome of the event was resolved on (B)(6) 2025.